Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that post op of a laparoscopic gastric band procedure the patient returned to the surgeon with abdominal pain. The surgeon performed a fluoroscopy and found that the band tube had disconnected from the port. The patient was then taken to surgery and the port was replaced. The strain relief was noticed to be disconnected and not found during the port revision. The patient was stable and sent home. There is no plan to remove the strain relief at this time.